Event description:
A customer contacted beckman coulter inc. (Bci) regarding elevated troponin (accu tni) results that were generated by the access 2 immunoassay system for several pts and a false low digoxin (dig) result for one pt. Pts: a, b, and c- (accu tni): high accu tni results, above the ami cut-off, were reported out of the lab for 3 pts. Customer has auto-reflux protocol for accu tni results >0.5ng/ml and the samples for all 3 pts repeated in the normal range. Corrected reports were issued. Pt d-dig: an initial dig result of 1.10ng/ml was reported out of the lab. A 2nd sample was collected from the pt on the next day and dig result was 0.00 ng/ml. Customer has auto-reflux protocol for dig results outside of the therapeutic range and the sample gave a result of 1.34 ng/ml upon reflex. The repeated result was reported out of the lab. The customer did not receive any reports of pt injury requiring medical intervention or change to pt treatment attributed to or connected with this event.

Manufacturer narrative:
Per customer, qc for accu tni has been exhibiting some imprecision, but was within specifications prior to and after the event. Qc for dig was in range before and after the event. A system check performed in 2007, after the event failed. The specimens were collected in plastic, bd, 13 x 75mm lithium heparin tubes without gel separator. A field service engineer (fse) was dispatched to the customer's lab: the fse noted customer's failing system check from the same day. The fse inspected the instrument and discovered that vacuum pump did not perform per specifications and was fixed. The fse performed type I system verification and diagnostics testing. The fse conducted a low-end qc 20-point precision run with good results. The fse verified the instrument. Hardware issues addressed by the fse may have contributed to this event. However, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.